Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: part of the rubber of the ports fell off and into the patient's abdominal cavity and had to be removed. Both pediports had rubber in the lumen of the sleeve which is hazardous because it creates the platform of potentially introducing a foreign body into the abdominal cavity without noticing. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.